Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed toa fractured solder on a transformer on the processor/bridge/pace (pbp) board. The pbp board will be replaced to remedy the report. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib monitoring failure" message. Complainant indicated that there was no patient involvement at the time of the reported malfunction.